Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The interconnect cable connection was reseated during the svc call. The reported issue is currently under investigation.

Event description:
The customer reported that the sys had no image displayed on the monitor. No pt injury was reported.